Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarian procedure, just when skin closure was started, the suture was loaded on the needle holder, and the needle came loose and off the thread. A new suture was used to complete the case. There was no patient injury.